Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01662 / 01663). Device requested, not yet received.

Event description:
Depth gauge cannot be cleaned properly due to a glue residue that cannot be washed off. There was no delay or patient injury.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.